Event description:
The pt reported that although he twists his insulin infusion set into the adapter as usual, the infusion set has disconnected from the adapter 2 times. He said in 2008, he began having elevated blood glucose readings and one day prior, he discovered the infusion set had disconnected from the adapter after he had a blood glucose reading of 407 mg/dl. He stated his symptom was thirst and he corrected his reading to his normal range of around 150 mg/dl by bolusing 4 units of insulin. The pt stated the infusion set again disconnected from the adapter the following month. He stated his blood glucose was not affected in that incident he said both of the infusion sets came from the same box. On f/u, the pt stated he rec'd the replacement prod and is having no further issues. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be returned for eval.